Event description:
Healthcare professional reports homepatient developed peritonitis after reusing apd cycler set and drain line extension for 1 week. Homepatient was treated outpatient with antibiotics until hospitalized for catheter removal. No product failure was indicated by healthcare professional.